Manufacturer narrative:
(B) (4).

Event description:
The pt experienced consistent left rib stimulation and inadequate stimulation in the left lower leg below the knee. The implantable neurostimulator was reprogrammed. On (B) (6) 2010, one of the v386591 leads was repositioned; the other was removed. The pt recovered without sequela.